Event description:
It was reported during the da vinci assisted radical hysterectomy surgical procedure; energy shield monitor (esm) was blinking yellow and monopolar energy could not be delivered. Furthermore, it was reported that error 32208 pointing to the neutral pad recognition circuit. The technica service engineer (tse) guided to shut down system and power cycle the esm. However, esm returned to blinking 4 times yellow. Surgery was completed with bipolar energy. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced energy shield monitor (esm) to resolve the issue. The system was verified and ready to use. Isi has not received the esm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The energy shield monitor (esm) was analyzed. In logs, multiple 32208 sheath circuit fault errors were seen, confirming the fault occurred in the field. During visual inspection, no issues were seen that would be relevant to the reported problem. The unit was installed onto an in-house system where the unit had functioned as designed. With all cables plugged into the esm, the neutral connector and neutral pad connector were disconnected, and the unit triggered the 32208 error. The unit was disassembled for visual inspection however no issues were identified. The cautery shield monitor (csm) printed circuit assembly (pca) was swapped with an in-house board, and the esm was installed back onto the system. The unit was then tested and was unable to trigger any faults or errors. The unit was left to idle, and power cycled 10 times with no issues. Both neutral and neutral pad connectors were unplugged with no issues as well. The original csm pca was installed back onto the esm and put back onto the system where fa was again able to replicate the reported problem when disconnecting the neutral and neutral pad connectors. The complaint was confirmed based on failure analysis. The probable root cause it attributed to the csm pca.

Event description:
Refer to h11 for follow-up information.